Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hydratome was advanced down the scope and positioned within the common bile duct to perform a sphincterotomy. The physician bowed the sphincterotome. However, at this time, the cut wire broke. The distal end of the cut wire detached from the plastic catheter. The proximal end of the cut wire remained attached to the catheter. No wire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)